Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible once the pod was removed. The patient was not sure if the cannula was inserted in the infusion site. The patient's blood glucose rose to 14.8 mmol/l (266.4 mg/dl) while wearing the pod for between 1 and 4 hours.

Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. The device was received with the cannula assembly fully deployed and the formed needle fully retracted; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. No abnormalities were found that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The download data shows the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run. No timeouts or drive stalls were generated during the run.